Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filling chamber of a plexitron solution set was disconnected. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and revealed a detachment of the 20-drop connector to the molded chamber. The reported condition was verified. The cause of the condition was an absence of solvent due to a manual shutdown condition of the solvent pump during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.